Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals began to unravel while loading the seals into the delivery tube. The surgeon converted to clamp to complete the procedure. No pt complications were reported by the hosp, as a result. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the deployment tube and was unraveled and cracked. Other observations were that the tension spring components were loaded inside the deployment tube and the foam collar was between the plunger. The complaint was confirmed for unraveled seal. A lhr review was completed for the product and there was no nonconformance associated with the lot number.